Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a urological procedure. According to the complainant, during the procedure, the tip of the laser fiber broke into several pieces which were retrieved using a stone basket. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported as not harmed.